Event description:
During implant procedure, the guidewire was not able to be fully advanced into lumen of the left ventricular (lv) lead. The lv lead was not implanted and a new lv lead was successfully implanted to resolve this event. The patient was stable.

Manufacturer narrative:
The reported events were ¿unable to advance guide 0014 beyond the end of the lead¿ and unable to implant. As received, a complete lead without a guidewire was returned in one piece. The reported event of ¿unable to advance guide 0014 beyond the end of the lead ¿was confirmed. Visual inspection noted blood clogged inside the inner coil at the distal region. X-ray inspection found bunched up and over lapping of the inner coil inside the connector region consistent with procedural damage. The cause of the reported event was isolated to blood clogged inside the inner coil lumen and bunching up and over lapping of the inner coil at the connector region consistent with procedural damage. The s-curve hump height was measured within specification.